Event description:
It was reported that during follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead remains implanted and patient to be monitored. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.